Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced decreased libido, infection, an area near the bladder neck that is palpably firm, gritty and consistent with a mesh extrusion, incontinence, bleeding, pain and dyspareunia. A cystoscopy and excisions of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.